Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. Of the data provided, there was a discrepant na result. The initial na result was 150 mmol/l and was reported outside of the laboratory. The repeat result was 139 mmol/l and was deemed to be correct. The initial result was corrected. There was no adverse event. The na electrode lot number and expiration date were asked for but not provided. The customer found a salt bridge buildup on the reference electrode, ise electrodes difficult to release, and wetness under the ise electrodes. The field service engineer (fse) found that the o-ring was missing on the reference electrode. The reagent solution was leaking and causing crystallization. The fse decontaminated the ise compartment, replaced the o-ring, primed reagent, and performed a wash. The fse performed a precision that was acceptable. The customer performed calibration and qc that was acceptable. The c 501 was determined to be in specifications. The investigation determined that the service actions performed fse was the solution for the issue.